Event description:
An ophthalmic surgeon reported an incomplete capsulotomy during laser assisted capsulotomy cataract procedure. A tear in the capsular bag occured during phaco and a vitrectomy was performed. Upon additional information, it was reported that an air bubble was trapped between the pi and cornea. Surgeon and staff both thought it cleared and proceeded without redocking or increasing energy. Circle scan optical coherence tomography showed opacity in the area of incomplete capsulotomy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The root cause of the reported event of the incomplete capsulotomy can be attributed to user error. However, the root cause of the capsule tear could not be determined. (B)(4).